Event description:
During a pneumonectomy procedure, the instrument did not fire any staples. The surgeon applied another device without pt injury.

Manufacturer narrative:
7/2/97-supplemental report #1 submitted to FDA.